Event description:
A healthcare professional reported that a patient was injected into the lips with juvéderm volbella® xc. Approximately, four months after the patient became ¿really sick,¿ with a ¿sinus infection.¿ the patient had a fever of 100.8f and received a course of antibiotics for that. The patient reportedly has developed ¿blisters¿ on their lips. The lips are ¿bumpy.¿

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "sinus infection", deemed not device related is considered an unexpected adverse drug experience.